Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged visualization of particles in device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP devices. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During external and internal inspection a significant unknown white, brown and dust-like contamination at air inlet and black potential hairs/fibers inconsistent with degraded sound abatement foam inside the front panel and in the bottom enclosure, light unknown white dust-like contamination on top of the blower box and the blower outlet seal, potential fluid/water spots on the bottom of the blower motor, indicating potential fluid/water ingress. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Event description, date returned to mfg, evaluation method code, evaluation results code and conclusion code grid has been updated and corrected.

Manufacturer narrative:
In previous report, the manufacturer missed to capture information in box h. The following correction has been updated in this report. In box h: (device) problem code grid, evaluation results code grid, component code grid and conclusion code grid have been updated.